Event description:
Patient was undergoing surgery when there was an or wide power outage. The minerva handpiece was inside the patient and the ablation was in process. The minerva representative was contacted to assist with how to further proceed once the generator started. The first minerva handpiece used was discarded after the monitor displayed an error code. The code, according to the manual, meant the hand piece was defective. This hand piece was discarded and replaced. The second handpiece was in use when the power went off. When the generator was turned on, the minerva displayed the same error code indicating the hand piece was defective. The minerva representative stated over the phone that the hand piece was still usable and that it was okay to proceed with the procedure and to ablate the remaining time that was displayed on the monitor prior to the power going out. The surgeon proceeded with the ablation process.